Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system did not function as intended. Servicing resulted in reseating of cables at the back of the computer, which resolved the reported issue. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that as the system was being moved into a room, the screen turned off. The manufacturer representative did a hard reboot of the system and it showed no input detected. Reseating the back of the computer resolved the issue. There was no patient present when this issue was identified.